Event description:
The facility's biomed engineering dept reported a pump failure during pt use. The clinical setting informed biomed that the pump displayed a failure and shut off. The failure type was not reported to biomed. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, or medication involved.